Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not available for return.

Event description:
It was reported to nevro that the patient had a heart attack and passed away. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.